Event description:
I've been having a lot of soreness and some pain around my breast, under arm, and upper back. I also had a patch of abnormal skin on my breast which was biopsied and was normal but I still have abnormal unexplained soreness and pain. Who can I talk to regarding issues with breast implants? I've had these implants for 20 years. FDA safety report ID# (B)(4).